Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: 7869628 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set ipg into MRI mode due to one lead exhibiting high impedances on contacts 9-16. Programmer displayed error message "MRI not advised. There may be a problem with the implanted leads." Troubleshooting was unable to resolve the issue. It was also reported, patient was experiencing pain at the ipg site. As such surgical intervention was undertaken on (B)(6) 2024, where the ipg and one lead were explanted and replaced. Following the procedure therapy was restored.